Manufacturer narrative:
Exact date unknown, event occurred a couple weeks ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 20629060.

Event description:
It was reported that the patient was not feeling stimulation due to high impedances and lead migration which was confirmed through fluoroscopy. There was no device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted leads will not be returned.